Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple hypoglycemia and hyperglycemia with an over-delivery anomaly. The customer reported a blood glucose of 26 mg/dl. The reported hypoglycemia was treated with IV insulin drip, an emergency room visit, and glucagon shots. The reported hyperglycemia was treated with a manual bolus. The event involved products mmt-1880, mmt-7020pla, mmt-398a, and mmt-332a. Troubleshooting was performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard/auto mode of the insulin pump at the time of the reported event. Troubleshooting was declined by the customer due to high blood glucose. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-7020pla. No product return is required for mmt-398a. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (removed health effect - clinical codes 1912, 1912 and their respective health effect - impact codes 4644 (glucagon), 4644 (IV drip). Added health effect - clinical code 1912 and it's related health effect - impact code 4613) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported that the ambulance was called and that they were rushed to the hospital on (B)(6) 2025 between 8-9pm due to hypoglycemia. Blood glucose at time of event was 26 mg/dl. User was also treated with glucose drinks and glucose tablets. When asked what led to the event they stated they did a manual bolus since they had a high blood glucose and blood glucose significantly dropped. Prior to the event the user was watching tv. Over delivery was mentioned since they had a low blood glucose. User stated programming was accurate. Customer declined to complete troubleshooting. User also stated they were having multiple high and low blood glucose but did not recall time or dates.